Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keys on the insulin pump were frozen. Customer stated that they replaced the batteries and the keys on the insulin pump started working again. Customer's blood glucose reading at the time of the call was 70 mg/dl. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No frozen keypad or display was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads.